Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Contact reported that customer's blood glucose (bg) level was "high" and was unable to provide a value because customer did not test. Contact reported customer addressed bg level by using the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.